Event description:
The pt experienced intermittent left chest pain about 2-3 inches below the implantable neurostimulator in her left breast. The pt also felt an intermittent burning sensation in her left upper armpit area. The pain subsided when the implantable neurostimulator was turned off. Device interrogation revealed that one electrode had impedance greater than 4000 ohms. The electrode was not used to deliver therapy. The discomfort could not be reproduced with palpation or movement. The pt was diagnosed with esophageal reflux. The pt has not had further incidence of the discomfort since being treated with medication. The hcp did not believe the pain was related to stimulation therapy.